Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to meet the standards of the volume measurement test. "The pump infused 38 ml, where I believe the test calls for 48 ml, +-2." This event happened during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction, under infusion could not be confirmed or reproduced. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing within specification (less than 5%) at rates of 40,100,200,400,800 and 999ml per hour. The device was found to be within specification and there was no device malfunction. Test results: rate = 40 ml/hr, vtbi = 10 ml, delivery = 9.74 ml (-2.6%), rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.611 ml (-1.556%), rate = 200 ml/hr, vtbi = 50 ml, delivery = 49.891 ml (-0.218%), rate = 400 ml/hr, vtbi = 100 ml, delivery = 98.608 ml (-1.392%), rate = 800 ml/hr, vtbi = 200 ml, delivery = 197.857 ml (-1.0715%), rate = 999 ml/hr, vtbi = 250 ml, delivery = 247.087 ml (-1.1652%). This event is determined to not be a reportable event therefore,. Manufacturer report number 1314492-2015-09563 can be removed from the FDA database.